Event description:
It was reported: a u46 leaked liquid oxygen from the fill connector and the relief/economizer valve after being filled. No injury occurred as a result of the event.

Manufacturer narrative:
The device was returned and evaluated. Our investigation discovered a vapor leak at the male quick connect poppet immediately after the unit was filled with liquid oxygen. Additionally, the relief/economizer valve became frozen and remained open after the fill procedure. The male quick connect and the relief/economizer valve were removed for evaluation. Both components were found to have internal debris/dirt positioned between the sealing surface and the valve body which caused the leaks. Based on the available info, the failure was caused by the fill connector not being cleaned and dry before use. Debris was introduced into the system, and migrated from the male quick connect to the relief/economizer valve. The technical manual states in the filling procedure: "check the fill connectors on both the reservoir unit and the fill adapter to ensure that they are clean and dry." The technical manual also warns, "extreme cold hazard, liquid oxygen discharge from the fill connector can occur. When disconnecting the transfer line, never stand directly over the reservoir fill connector. If the reservoir fill connector stays open and minor liquid oxygen discharge occurs, carefully re-engage and disengage the transfer line to help dislodge any ice or other obstruction." The user manual warns, "using a dry cloth that is clean, wipe the fill connector dry on both the reservoir and the portable units before filling to prevent freezing and possible equipment failure."